Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc device. A customer reported via webform that the low/high alarm failed to trigger and as a result, the customer experienced a seizure and lost consciousness. The customer was unable to self-treat and received sweet drinks and bread with a jam from a non-healthcare professional and a glucagon injection from a healthcare professional for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
An alarming issue was reported with the adc device. A customer reported via webform that the low/high alarm failed to trigger and as a result, the customer experienced a seizure and lost consciousness. The customer was unable to self-treat and received sweet drinks and bread with a jam from a non-healthcare professional and a glucagon injection from a healthcare professional for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. As per additional follow up with the customer, there was actually no medical event which occurred with this issue. Please disregard all reports associated with MDR 2954323-2022-21701.